Event description:
Pt received freestyle lite test strips. Lot: 0901629 exp: 2011/01. She reported the strips did not work. They would not turn on her meter and if the meter did turn on, after she applied her sample of blood, it would not be read by the machine. She brought the strips into the pharmacy and indeed, they did not even turn on the meter. I replaced her strips and the new ones turned her meter on and provided a blood glucose reading. Dose or amount: test 12 times a day x 1 week. Dates of use: 2009. Diagnosis or reason for use: diabetes mellitus.